Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. An unknown stent was implanted. A 5 x 20 mm fox sv was being used for post-dilatation when the balloon ruptured during the second inflation at 14 atmospheres. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.